Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a routine follow up the battery shoed 10% remaining, whereas the last follow up the battery showed 72% remaining. A review of the data was sent for engineering review. Engineering review noted that the battery usage for this device had increased abnormally and the device was malfunctioning. The device should have enough capacity to support therapy for sixty two days. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up the battery showed 10% remaining, whereas the last follow up the battery showed 72% remaining. A review of the data was sent for engineering review. Engineering review noted that the battery usage for this device had increased abnormally and the device was malfunctioning. The device should have enough capacity to support therapy for sixty two days. No adverse patient effects were reported. This device remains implanted.